Event description:
It was reported that the laparoscope, gynecologic exhibit a blurry/stripped image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Corrected fields: b5, d8, g4, h6 updated fields: h11 three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore the image was purple. The outer tube (thermistor) was broken and therefore error code error 104 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the video cable was broken and therefore the image was purple (blurry image and strips was accompanied by the confirmed failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable is broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope exhibit a blurry/stripped image from camera. No additional information was provided.